Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's battery was not working. The reason for the call was to get on touch with the manufacturer representative. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that on (B)(6) 2016 the patient was seen by a manufacturer representative and the battery was determined to be fine. The representative needed to review the operation of the device with the patient, including turning the device on and off, correct recharging and adjusting stimulation. It was noted that the patient just needed reeducation on the device operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.